Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:11 and determined the root cause to an out of calibration air in line printed circuit board. The air in line printed circuit board was re-calibrated to repair this condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
It was further reported that the stent dislodged but did not come off the balloon totally.

Event description:
The facility representative reported a colleague infusion pump which experienced failure code 810:11 during biomedical testing. No patient injury or medical intervention. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Review of the device event history determined that the reported condition occurred on (B)(6) 2010 and not the customer reported occurrence date of (B)(6) 2010.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. Refer to manufacturer report 3005099803-2010-05216 for the other associated device information. It was reported to boston scientific corporation that two resolution clip devices had issues when used in the stomach during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2010. It was initially reported when the packages of the two clips were opened, there were no clips present on either device or in its packaging and there was no damage to either packaging noted. Further information received from the complainant on (B)(6) 2010, which is contrary to what was initially reported, revealed the following: the clips were present on both devices. The complainant attempted to remove the over sheath from both devices and excessive force was required. The complainant reported that it was "as if the clip was glued to the inside of the over sheath." After removing the sheath from the devices, both clips appeared to be broken and that a piece of the clip was missing on both devices. Another resolution clip was used from a different lot to complete the procedure. There were no patient complications reported as a result of this event. The patient remained within the hospital for observation but was discharged within 24 hours of the procedure. The patient was reported to be fine.

Manufacturer narrative:
(B)(4): baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient reports that eight weeks post implant a realize band, the surgeon could not access the port for the first fill. The patient returned for a fill on (B)(6) 2010 and again the port could not accessed. The pa did a fluoroscopy and the port appeared to be in the correct position. They used a huber needle to try and add fluid and the port would not accept any fluid. The surgeon is now planning on performing an diagnostic laparoscopy to evaluate the problem. No date has been scheduled at this time.